Event description:
It was reported that, during repair/testing, the user was unable to calibrate the dso seal. No patient was involved.

Manufacturer narrative:
The device was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. Evidence of high alarm was found in event log. The customer's problem was duplicated. While performing functional test, the device was unable to calibrate due to inoperable latch lock flex. Latch lock flex does not recognize being latched causing the alarm: "cassette locked but not latched". The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace latch lock flex. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Inoperable latch lock flex was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Device manufacturing date: 29-jul-2020.